Manufacturer narrative:
The user facility reported that their or surgical light was chipping and peeling and contacted steris to evaluate the equipment. A steris service technician arrived onsite to inspect the surgical lighting system. The technician inspected the lighting system and found cracking around the screw holes and paint peeling from the bottom of the lower arm cover. The steris service technician discussed the reported event with facility personnel. The user facility reported that the cracking was caused by the lower arm cover being impacted by the microscope during procedures. The steris service technician returned the lower arm cover to steris quality for evaluation. Evaluation results indicated that one side of the cover had been impacted and damaged. The cover was broken where the screw would secure the cover to the spindle body. Evaluation results also indicated that the cover had markings which indicate that the cover was struck. These markings are indicative of impact damage to the lower arm cover from other equipment. While onsite the steris service technician observed an additional harmony vled surgical light to have paint chipping and peeling due to impact damage. The steris service technician repaired the surgical lights and returned them to service. No additional issues have been reported. The technician advised user facility personnel the importance of not bumping the surgical lights into other equipment. The operator manual states (pp.1-4), "do not bump lightheads into walls or other equipment."

Event description:
The user facility reported that during a patient procedure a paint chip fell from the surgical light. No report of injury.